Event description:
Circulating nurse in or room. A bolt snapped on or table with patient on it, causing it to wobble. I don't know if they were repositioning the table with patient on it. The staff removed the patient from table immediately. Manufacturer response for operating table, amsco/steris 3080sp or table (per site reporter): steris field service engineer opened a service case (B)(4) & ordered parts for repair. Manufacturer response for or table, quantum (per site reporter): field service engineer ordering parts to repair table.